Event description:
The customer contacted physio-control to report that their device failed to deliver a shock to the patient three times in a row.patient did not survive reported event.

Manufacturer narrative:
Section h10 additional mfg narrative of the initial medwatch report indicated: a physio-control service representative perform an initial evaluation of the customer's device and was unable to reproduce the reported issue. The device keylog and patient record files were downloaded and evaluated. It was observed that on two occasions, the shock button was pressed but the device did not deliver energy. The customer was contacted in order to return leads and defibrillation pads used during reported event, however the requested accessories could not be provided. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A root cause of the reported issue could not be determined. Section h10 additional mfg narrative of the initial medwatch report should indicate: a physio-control service representative perform an initial evaluation of the customer's device and was unable to reproduce the reported issue. The device keylog and patient record files were downloaded and evaluated. The likely cause of the three instances of charge removal is a high impedance caused by an inadequate connection of the electrodes to the patient. In this situation the device removes the charge to ensure the safety of the user and the patient as shocking could be dangerous, result in arcing, and is unlikely to be successful. The lifepak® 15 monitor/defibrillator operating instructions state that the disarming message (charge removed) can appear if the therapy electrodes or cable are disconnected and recommends reconnecting them as a troubleshooting measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Further root cause could not be determined.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   A physio-control service representative perform an initial evaluation of the customer's device and was unable to reproduce the reported issue. The device keylog and patient record files were downloaded and evaluated. It was observed that on two occasions, the shock button was pressed but the device did not deliver energy. The customer was contacted in order to return leads and defibrillation pads used during reported event, however the requested accessories could not be provided. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock to the patient three times in a row. Patient did not survive reported event.